Manufacturer narrative:
Investigation is in process pending the analysis of data logs. (B)(4). (Exemption #e2015032).

Event description:
It was reported that a patient with a pacemaker was being monitored on a benevision tm80 telemetry transmitter. The pacer enhancement was turned on but there were no pacer spikes seen on the monitor. No patient injury was reported.

Manufacturer narrative:
Logs, egc strips, and patient data base data were collect for evaluation. Upon the evaluation of the available data it was concluded that the pacer spikes on the surface ECG were below the minimum detection threshold for the telemetry (2 mv and 0.1 msec). Consequently, no pacer spikes were displayed on the monitor. There was no device malfunction. Additional investigation was performed with a disposal leadset provided by the customer. The leadset was manufactured by a third party and was observed that the leadset had a conductive metal material on only one side of the pinch electrode which does not comply with the required standards (B)(4), section 8.5.2.3. The benevision/tm80 user manual advise to use only specified accessories, the third party leadset subject to this investigation is not specified. The benevision central monitoring system performed as specified. (B)(4). (Importer/registration #(B)(4)) is submitting this report on behalf of shenzhen mindray bio-medical electronics co., ltd. (Manufacturer/registration #(B)(4))(exemption #e2015032).

Event description:
It was reported that a patient with a pacemaker was being monitored on a benevision tm80 telemetry transmitter. The pacer enhancement was turned on but there were no pacer spikes seen on the monitor. No patient injury was reported.